Event description:
No further event information available at the time of this report.

Manufacturer narrative:
The non-platform switched tapered implant (bost511) was not returned for investigation. Therefore, visual inspection could not be performed. The investigation was performed based on only known information (x-ray images, instructions for use (ifus) and risk files). Functional testing and dimensional analysis could not be performed since the product was not returned. Pre-existing condition noted on the per was low bone density type iii. The reported device had been implanted on tooth #13 for approximately 7 months when the incident occurred. X-ray images were provided. Upon analysis by subject matter expert (sme), dr. Vesna ele, the reported event could not be verified due to x-ray quality. DHR review for the lot (2018090903) had revealed no deviations nor non-conformance which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018090903) for similar event and no complaint about nonconforming products was identified. October post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction and the reported event could not be verified since the product was not returned and the x-ray images were not of good quality. A definitive cause could not be identified. The following sections have been updated: b4: date of this report. D4: unique identifier (UDI) number. D4: expiration date. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Device remains implanted.

Event description:
It was reported that an implant fractured and remains implanted.